Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), salpingitis ('chronic salpingitis'), uterine perforation ('uterine perforation / migration / migration of essure device: behind uterus/ perforation (uterus)') and fallopian tube perforation ('perforation: fallopian tubes') in a 26-year-old female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's previously administered products included for an unreported indication: coumadin. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009 for birth control, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) from (B)(6) 2009 to (B)(6) 2013 for menstrual cramp, dyspareunia and pelvic pain and mepyramine maleate;pamabrom;paracetamol (pamprin) from (B)(6) 2009 to (B)(6) 2013 for pelvic pain, dysmenorrhea and dyspareunia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes / hormones leveled out: mood swings"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced constipation ("gastrointestinal or digestive system condition ¿ constipation") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ bacterial vaginosis"), pelvic adhesions ("pelvic adhesions in right fallopian tube") and ovarian cyst ("ovarian cyst."). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("other bleeding / gen. Abnorm. Bleed"), blood loss anaemia ("anemia"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower belly pain"), back pain ("back pain"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / painful heavy menses"), vaginal discharge ("vaginal discharge") and scar ("scar tissue"). The patient was treated with metronidazole (metrogel), paracetamol;tramadol hydrochloride (ultracet), removed all scar tissues left behind due to piece of essure and surgery (diagnostic hysteroscopy with laparoscopic bilateral and hysterectomy (full)s). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation, fallopian tube perforation, genital haemorrhage, blood loss anaemia, pelvic pain, abdominal pain lower, back pain, hypersensitivity, vaginal discharge, fatigue, constipation, bacterial vaginosis, nausea, pelvic adhesions, ovarian cyst and scar outcome was unknown, the dysmenorrhoea and migraine was resolving and the dyspareunia, vaginal haemorrhage, metrorrhagia, menorrhagia and mood swings had resolved. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, blood loss anaemia, constipation, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic adhesions, pelvic pain, salpingitis, scar, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for migration. Device breakage, dysmenorrhea, pelvic adhesion, uterine perforation, pelvic pain, abdominal pain, back pain, bacterial vaginosis, ovarian cyst. Essure insertion date provided as (B)(6) 2009 (discrepancy noted in pfs). Discrepancy noted in date of removal:(B)(6) 2012 and (B)(6) 2013 & (B)(6) 2010. Discrepancy noted in date of insertion (B)(6) 2009. The deployed essure device was not visualized at the tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received- outcome of the event dyspareunia, vaginal haemorrhage and menorrhagia was updated from unknown to recovered. Onset date of the events were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), salpingitis ('chronic salpingitis'), uterine perforation ('uterine perforation / migration / migration of essure device: behind uterus/ perforation (uterus)'), fallopian tube perforation ('perforation: fallopian tubes'), genital haemorrhage ('other bleeding / gen. Abnorm. Bleed') and blood loss anaemia ('anemia') in a 26-year-old female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's previously administered products included for an unreported indication: coumadin. Concomitant products included levonorgestrel (mirena) since 2009 for birth control, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) since 2009 for dysmenorrhea, dyspareunia and pelvic pain and mepyramine maleate;pamabrom;paracetamol (pamprin) since 2009 for pelvic pain, dysmenorrhea and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ bacterial vaginosis"), pelvic adhesions ("pelvic adhesions in right fallopian tube") and ovarian cyst ("ovarian cyst."). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("lower belly pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / painful heavy menses"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition ¿ constipation"), migraine ("migraines / headaches"), nausea ("nausea") and scar ("scar tissue") and was found to have hormone level abnormal ("hormonal changes / hormones leveled out"). The patient was treated with metronidazole (metrogel), paracetamol;tramadol hydrochloride (ultracet), removed all scar tissues left behind due to piece of essure and surgery (hysterectomy (full), bilateral salpingectomy ¿ diagnostic hysteroscopy with laparoscopic bilateral and hysterectomy (full), bilateral salpingectomy ¿ diagnostic hysteroscopy with laparoscopic bilateral s). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation, fallopian tube perforation, genital haemorrhage, blood loss anaemia, pelvic pain, abdominal pain, back pain, dyspareunia, hypersensitivity, vaginal haemorrhage, metrorrhagia, vaginal discharge, fatigue, constipation, bacterial vaginosis, migraine, nausea, pelvic adhesions, ovarian cyst and scar outcome was unknown, the dysmenorrhoea was resolving and the menorrhagia and hormone level abnormal had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, blood loss anaemia, constipation, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic adhesions, pelvic pain, salpingitis, scar, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for migration. Device breakage, dysmenorrhea, pelvic adhesion, uterine perforation, pelvic pain, abdominal pain, back pain, bacterial vaginosis, ovarian cyst. Essure insertion date provided as (B)(6) 2009 (discrepancy noted in pfs). Discrepancy noted in date of removal: (B)(6) 2012 and (B)(6) 2013 & (B)(6) 2010. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. The deployed essure device was not visualized at the tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: lot number was added. New events: chronic salpingitis, vaginal hemorrhage, device breakage, dysmenorrhea (cramping), dyspareunia , fatigue, constipation, hormonal changes, bacterial vaginosis, migraine, nausea, pelvic pain, abdominal pain, back pain , vaginal discharge, pelvic adhesions, ovarian cyst, device monitoring procedure not performed were added. Treatment and concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), salpingitis ('chronic salpingitis'), uterine perforation ('uterine perforation / migration / migration of essure device: behind uterus/ perforation (uterus)') and fallopian tube perforation ('perforation: fallopian tubes') in a 26-year-old female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's previously administered products included for an unreported indication: coumadin. Concomitant products included levonorgestrel (mirena) since 2009 for birth control, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) since 2009 for menstrual cramp, dyspareunia and pelvic pain and mepyramine maleate;pamabrom;paracetamol (pamprin) since 2009 for pelvic pain, dysmenorrhea and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ bacterial vaginosis"), pelvic adhesions ("pelvic adhesions in right fallopian tube") and ovarian cyst ("ovarian cyst."). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("other bleeding / gen. Abnorm. Bleed"), blood loss anaemia ("anemia"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower belly pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / painful heavy menses"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition ¿ constipation"), migraine ("migraines / headaches"), nausea ("nausea") and scar ("scar tissue") and was found to have hormone level abnormal ("hormonal changes / hormones leveled out"). The patient was treated with metronidazole (metrogel), paracetamol;tramadol hydrochloride (ultracet), removed all scar tissues left behind due to piece of essure and surgery (hysterectomy (full), bilateral salpingectomy ¿ diagnostic hysteroscopy with laparoscopic bilateral and hysterectomy (full), bilateral salpingectomy ¿ diagnostic hysteroscopy with laparoscopic bilateral s). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation, fallopian tube perforation, genital haemorrhage, blood loss anaemia, pelvic pain, abdominal pain lower, back pain, dyspareunia, hypersensitivity, vaginal haemorrhage, metrorrhagia, vaginal discharge, fatigue, constipation, bacterial vaginosis, migraine, nausea, pelvic adhesions, ovarian cyst and scar outcome was unknown, the dysmenorrhoea was resolving and the menorrhagia and hormone level abnormal had resolved. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, blood loss anaemia, constipation, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic adhesions, pelvic pain, salpingitis, scar, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for migration. Device breakage, dysmenorrhea, pelvic adhesion, uterine perforation, pelvic pain, abdominal pain, back pain, bacterial vaginosis, ovarian cyst. Essure insertion date provided as (B)(6) 2009 (discrepancy noted in pfs). Discrepancy noted in date of removal: (B)(6) 2012 and (B)(6) 2013 & (B)(6) 2010. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. The deployed essure device was not visualized at the tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration '), fallopian tube perforation ('perforation: fallopian tubes'), genital haemorrhage ('other bleeding / gen. Abnorm. Bleed ') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia (seriousness criterion medically significant) and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, metrorrhagia, menorrhagia, blood loss anaemia and hypersensitivity outcome was unknown. The reporter considered blood loss anaemia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia and uterine perforation to be related to essure. The reporter commented: she received treatment for migration. Essure insertion date provided as (B)(6) 2009 (discrepancy noted in pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event "injury" was updated to "menorrhagia (heavy menstrual bleeding)", "metorhagia (bleeding b/w periods),anemia, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), migration / perforation: uterus, perforation: fallopian tubes, allergy", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.